Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Endoleak type la the angiography immediately after the procedure showed no endoleak. However, during follow-up examination at the beginning of this year, a CT scan revealed endoleak type 1a on the greater curvature side. An additional stent-graft is planned to be placed on the proximal side on (B)(6). Physician's comment: the physician had originally expected the difficulty of implanting the proximal neck portion of the stent graft, so the occurrence of this event was not unexpected. Operation type: tevar. Blood loss: amount is unknown. No image available. Pre-case plan (schema) available. Additional information available upon request. Ancillary devices used: (tc#(B)(4))". Patient outcome: "no harm to the patient's health.".